Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - (event site state - (B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed the issue. The power module was judged to be faulty on site. Since the device was out of warranty, business negotiations were conducted. The customer refused the manufacturer to continue service and maintenance. The customer was informed that the device could not be used clinically due to the fault. The faulty device could not be used clinically.

Event description:
N/a.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) device had a black screen when it was turned on. It could not be turned on. The customer immediately stopped using the device. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete (tele #) (B)(6).